Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not powering on and went offline on remote support service. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from pharmacy, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the faulty electrical outlet was at the nursing station. The field service engineer disconnected the remote manager and the tower individually to check for any short circuits, but none were detected. The station unit was plugged into a red outlet. After relocating the power connection to a different outlet, the device powered on successfully. Fse also observed several ground fault circuit interrupter outlets in the room, which suggests that a power outage or electrical short may have occurred, causing issues at the nursing station and confirmed that the device was fully operational on the new outlet. The system functioned as intended after the field service engineer investigated the device.